Event description:
It was reported that a one-link non-dehp microbore catheter extension set needle-free IV connector may have contributed to a blood stream infection. The step of therapy during which this occurred was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however it was reported that it may have occurred in (B)(6) 2013 or (B)(6) 2014. A companion sample is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.